Event description:
It was reported that the rear right of the manual wheelchairs frame is broken from the handgrips down to the vertical frame where the anti-tippers attach.

Manufacturer narrative:
.